Event description:
It was reported the pt's device was removed due to pain at the incision site. The pt's health care provider described the surgery as "uneventful" and the pt outcome was listed as "no injury." The pt reported they continued to have pain after the device system was removed. No further follow-up will be conducted at this time. Reference MFR report # 3004209178-2010-00842 for info on pt's previous device. This info was previously filed in MFR report # 3004209178-2010-09754.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Continued from concomitant medical products: lead model 3889 lot# v297366 explanted: (B)(6) 2010.

Event description:
Follow up information received clarified that the patient had their implantable neurostimulator (ins) explanted due to (B)(6). If additional information is received, a follow-up report will be sent.